Manufacturer narrative:
(B)(4). Date sent: 12/19/2019. Publication year of 2007. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported via journal article title: comparison of graft survival in live donor nephrectomy: hand-assisted laparoscopic v open procedures author: kyu-sung lee, m.d., jeong hee hong, m.d., seong soo jeon, m.d., han yong choi, m.d., sung joo kim, m.d.,3 and sung won lee, m.d. Citation: journal of endourology volume 21, number 8, august 2007 doi: 10.1089/end.2006.0463 the objective of this study is to investigate hand-assisted laparoscopic donor nephrectomy (haldn) in comparison with standard open donor nephrectomy (odn) in living donors with regards to perioperative results, complications, and graft survival. Two hundred patients (96 females and 104 males) underwent left-sided nephrectomy between january 2001 to july 2004 and were followed up for more than 1 year. Of the 200 patients, 115 patients (56 females and 59 males) with mean age (years) of 40.8 ± 10.3 underwent odn while 85 patients (40 females and 45 males) with mean age (years) of 37.0 ± 10.0 underwent haldn. For the haldn, the harmonic scalpel (ethicon endo-surgery, cincinnati, oh) was used in all procedures for dissection and coagulation. Metal clips (ethicon endo-surgery) were applied on the renal artery, and the artery was transected. A 35-mm endo-gia stapler (ethicon endo-surgery) was used for division of the renal vein. Postoperative complications in the haldn group consisted of ileus necessitating prolonged hospitalization, and bleeding necessitating two units of transfusion in one patient each. The mean warm ischemic time was longer by 40 seconds in the haldn group. The authors concluded that hand-assisted laparoscopic nephrectomy in living donors is safe and effective with results similar to those of open nephrectomy with regard to graft function.